Manufacturer narrative:
Block h2: correction: blocks b5, d1, d4, d7a, e1, e4, g2, h6 (patient code, impact code, conclusion code) and h7 has been updated based on the additional information received on february 10, 2023. Block b3 (date of event): date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2311 - capture the reported event of daily vaginal discomfort. E1705 - apture the reported event of burning vaginal wall on the anterior superficial vaginal area at 2cm from the introital area. E1310 - capture the reported event of possible urinary tract infection. E2006 - capture the reported event of small area of exposure on the left side of the tape. E2326 - capture the reported event of whitish discoloration of the vaginal wall and an appearance of inflamed mucosa. E1405 - capture the reported event of tape is affected the patient's sexual life. E1715 - capture the reported event of lump was around the area of tension-free vaginal tape. E1906 - capture the reported event of candida infection. The following imdrf impact code capture the reportable event of: f1905 - capture the reported event of patient had a vaginal mesh repair on (B)(6) 2023. F2303 - capture the reported event patient had ovestin and hormone replacement medication to treat vaginal symptoms. F2203 - capture the reported event pelvic ultrasound.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during hysteroscopy, dilatation and curettage, novasure endometrial ablation, cystoscopy and sling placement procedures performed on march 26, 2012, for the treatment of stress urinary incontinence and menorrhagia. On (B)(6) 2017, the patient had a pap smear. An endocervical component is present in the sample, and no abnormal cells were visible. The patient presented with the following problems on april 17, 2018. Additionally, her urine examination indicated that she had a possible urinary tract infection. 1. Ongoing per vaginal discomfort. 2. Daily vaginal discomfort. 3. Feeling of a tight lump in the vagina even with walking, burning vaginal wall on the anterior superficial vaginal area at 2cm from the introital area. The patient has tried oral hormone replacement medication, but it is not helping her vaginal symptoms. Moreover, the lump was around the area of tension-free vaginal tape at the time, according to the gynecologist's letter dated june 12, 2018, and there was a small area of exposure on the left side of the tape. She also discussed re-suturing with the patient, and she was happy because the urine control was good. She advised the patient to return to the clinic if her symptoms got worse. Additionally, upon examination during her visit, a normal-looking vulva, normal perianal skin, and no lymphadenopathy were observed. The doctor could clearly feel the tape on the left and the right, and she could feel that it was affecting her sexual life. The patient was advised to start using ovestin cream to help reduce the size of the exposure to the point where it is not an issue. The doctor also discussed with the patient the possibility of removing the mesh completely or partially and re-suturing the deficient skin. On (B)(6) 2018, the patient had a pelvic ultrasound. The following were the findings of the procedure: 1. The patient's lump corresponds to mesh repair of the anterior vaginal wall approximately 21 mm from the external orifice. 2. The uterus is anteverted and measures 55 cc. 3. No focal lesion 4. Uniform endometrial thickness of 2mm. 5. The right ovary measures 1 cc and the left ovary measures 2.7 cc with normal appearances. 6. No suspicious adnexal mass or significant free fluid. Furthermore, the patient sought advice and treatment on (B)(6) 2018, for daily vaginal symptoms brought on by a vaginal mesh repair on (B)(6) 2013. During the examination, a whitish discoloration of the vaginal wall and an appearance of inflamed mucosa were noted. The patient reportedly had antifungal therapy, but it did not successfully treat the candida infection. After the cough reflex, there was no sign of a urethral bladder leak.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted into the patient for the treatment of stress urinary incontinence and menorrhagia during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.